Manufacturer narrative:
(B)(4)

Event description:
Hold for ng 3/3/25. It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.